Event description:
It was reported that the recharging was not working. The patient had plugged it in, and it was fully charged, but there was a blank screen. When she tried to charge with the recharger plugged into the screen, and tried to hit the green button, it was blank and did not turn on. The recharger was not responding to commands. The patient noticed the issue with the recharger over the weekend. The patient stated it was blank. The patient called the healthcare professional (hcp) for the current issue with the recharger, who put in a call into the manufacturer's representative on the patient¿s behalf. The patient had not had stimulation on all weekend, and it had been uncomfortable. When the patient wanted to do something, she turned off the stimulation, because she did not like to recharge up all the time. The patient had recharged 172 times. It used to take a longer time to recharge, but now it only took a couple of hours it seemed. The patient recharged usually twice a week. She tried not to let the ins battery level. The patient thought it was friday night when she went to recharge, went to use the recharger, and experienced a shock. The patient stated they had a power outage friday during the day. This was prior to the patient going to use the recharger and when she got the potent shock. The patient said it was a static shock. The patient thought it was like a static shock. She unplugged it from the box that was plugged into the wall. It would not turn on, and the screen just went blank. The patient plugged it back in, and it showed the speaker, the recharger battery was fully charged, and plugged in. The patient then attempted to use it by hitting the on key on the side. Patient services reviewed how to use the on key while conducting a recharge session. Then, the patient hit the green button, and it was still showing the recharger battery level icon, speaker, and plug icon on the top status row. The patient was walked through how to perform a hard reset with the recharger unplugged from the wall. The patient had a green light on the desktop charger. The two arrowed matched up. The patient carefully disconnected the connector pin and looked at it. The connector pin looked straight and felt snug when plugged in. When the patient plugged it back in, it showed it was charging, and had ¼ left to go with the top status row. Then when the patient unplugged it, it showed it was fully charged. It showed the recharger was totally charged. Then, the patient attempted to start a charging session. At first, it just showed the top row, and then the screen went blank. The patient hit the green button a second time, and the screen went blank after that. When checking with the patient programmer, and turning stimulation on during the call, the patient had a little but under ½ implantable neurostimulator (ins) battery level. As soon as the patient was done with all her running around today, she would turn it off. The patient was transferred to repair, and repair went through another round of the hard reset with the recharger. This resolved the issue, and the patient did not need a replacement of her recharger at this time. The patient did not push down far enough in the first attempt at a reset. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).